Manufacturer narrative:
One sample was received for quality evaluation. Visual examination did not indicate any damages or abnormalities on the sample. The sample was then primed and leakage was identified immediately coming from the outlet vent port. The customer complaint of tubing defective / damaged - leakage was confirmed. The investigation was forwarded to the filter manufacturer to determine the root cause of the issue. After the investigation at the supplier, it was determined that the likely cause for this event is debris buildup on the vent membrane welding horn, creating a compromised seal to the outlet vent, resulting in a vent leak. A review of the returned samples verified the presence of a leaking outlet vent which was found to contain compromised vent membrane sealing to the cover housing. During the manufacturing process, the vent membrane is cut, staked, and sealed to the cover housing in a single operation, which is further followed by a vision system inspection. Although a machine vent vision process helps ensure all vents are present, whole, and generally intact, the size, appearance, and location of the vent defect as reported in this instance can make them difficult to detect via the vent vision system. Unfortunately, these processes were not effective in identifying the vent seal defect and subsequent leak in this instance. This complaint has been verbally communicated with manufacturing/operations personnel. At the time of manufacture a monthly planned maintenance task was in place where the vent horns were routinely checked for and cleaned of debris. An improvement action was implemented on 10th july 2025 increasing this planned maintenance task from monthly to bi-weekly. The reported batch was manufactured on 7th june 2025, prior to this improvement action. A device history record review for model 20350e lot number 25075140 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had damaged / defective tubing. The following information was provided by the initial reporter: on (B)(6) 2025, imfinzi (durvalumab) was hung and connected to patient. The nurse said that the drug was running for about 30 minutes before she was called back in and informed the patients pants were wet from the IV leaking. The nurse checked the connection sites before restarting the pump and once restarted she noticed it was coming from a little hole in the inline filter itself. Provider notified and med not remade. *** item # 20350e *** lot: 25075140 *** exp: 7/2/28 ***.